Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the reset error test and the self test with no error alarms. No damage was found to the interface board connector. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Event description:
It was reported the customer received an unexpected restart alarm and a signal too low alarm. Customer's blood glucose was 125 mg/dl. The customer stated their temp basal was not programmed before the alarm occurred. Troubleshooting also found the customer's insulin pump was working as designed. Customer stated they would monitor their insulin pump. No additional information provided.